Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in back-up vvi mode due to threshold testing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
As-received device was in bvvi backup mode and attempts to reload the product code was not successful due to low battery voltage. Electrical and mechanical analysis was performed, and the analysis showed that the implant duration meets projected longevity based on nominal settings indicating normal battery depletion.

Event description:
New information noted that the pacemaker was explanted and replaced. The patient was stable throughout the procedure.